Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2016 device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the black box data showed no evidence of short battery life. Low batter warnings were observed on (B)(6) 2015 due to normal pump usage. The battery compartment was observed to be cracked. The returned battery cap was damaged at the coin slot; the cap was unable to tighten fully. The pump¿s current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored.